Event description:
A 3.0 mm diameter x 15mm length sprinter legend dilatation balloon catheter was inserted into a patient for the treatment of a left circumflex lesion. The lesion morphology was reported as tortuous and calcified. It was reported that the sprinter legend dilatation balloon catheter was advanced to the intended lesion site for pre-dilatation, post atherectomy. It was reported that when the balloon was inflated for the first time at 10 atmosphere's the balloon burst. The device was successfully removed. It was reported that the device was inspected prior to use and no issues were noted. The lesion was successfully treated with rotational atherectomy and angioplasty. No clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
Evaluation results: tortuous and calcified. Conclusions: tortuous and calcified.